Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no intraoperative complications during the initial surgery. The patient continued to experience pain, swelling, and range of motion issues after arthroscopy approximately 3.5 years post implantation. Review of the revision surgery notes identified the surgeon stated the patient¿s knee aspiration had elevated wbc and a septic knee; however, the additional records provided state the patient¿s wbc stayed within normal limits and there was no growth on cultures. Nuclear med scan was suggestive of but does not confirm a septic joint. The medical records review was unable to medically substantiate surgeon¿s diagnosis of infection with the information provided. Per the nexgen cr, ps, cra, lps and lcck package insert, pain, swelling, limited range of motion, and infection are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 90597003012 - articular surface - 62469669. 00595403702 - tibial tray - 62569192. 00587806535 - patellar component - 62536488. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05460, 0001822565-2019-05463.

Event description:
It was reported that the patient underwent initial right total knee arthroplasty. Subsequently, the patient underwent an arthroscopy due to ongoing pain and swelling. During the arthroscopy, significant scar tissue was debrided from the joint and a quadriceps tear was repaired. No product was exchanged. The patient then continued to experience intermittent pain, swelling, and rom issues. The patient¿s inflammatory markers and white blood cell remained elevated. The patient underwent removal of all components with placement of an antibiotic cement spacer approximately 5 years post implantation. During the revision, necrotic tissue and cyst formations were noted. Labs, cultures, and intraop findings did not confirm infection. All implants were removed and spacers placed without complication.